Manufacturer narrative:
(B)(4). The cause of the previously reported peritonitis was a breach in aseptic technique. There was no further description of the breach in aseptic technique. Dianeal and extraneal therapies were ongoing. On an unreported date, the patient was discharged from the hospital. The patient was recovered from the peritonitis event (previously, the outcome was not reported). The patient was scheduled to be retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment and outcome of the peritonitis were not reported. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.